Event description:
It was reported that during a brachial pta treatment procedure involving an arterial venous dialysis shunt, a portion of the balloon lodged in the pt. The ultra-thin diamond balloon catheter was inserted into the brachial artery. The assistant noted blood coming back out of the catheter and suspected a problem with the balloon. The catheter was removed and half of the balloon was noted to be missing. The pt went for emergent surgical removal of the balloon. The surgeon noted a plaque in the target lesion area which he felt may have contributed to the event. The nurse noted that the balloon demonstrated a circumferential tear. A follow-up examination was performed the next day and the pt condition was reported to be "ok."